Manufacturer narrative:
(B)(4).

Event description:
The patient implanted for lumbar radiculopathy reported via the manufacturer's representative (rep) they fell a lot and hadn't been feeling stimulation on the right side in over a year. An impedance check was performed which showed high impedances of greater than 20,000 on 5 and 8-15. Reprogramming was performed only using the left lead while the patient continued to feel no stimulation on the right. As a result the patient wanted to proceed with a lead revision which was planned but hadn't been scheduled yet due to insurance. Currently the issue wasn't resolved.